Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported energy was high during a procedure. The procedure was able to be completed. There was no patient harm or impact.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. At the visit on site the field service engineer performed a reset of the server and did a preventive maintenance. The system was successfully verified according to company specifications. Local risk management team assessed the energy error in the past and concluded that the residual risk remains unchanged and at acceptable level. No increased risk for patient, user or third party. The root cause could not be identified conclusively. The server error can be caused by an intermitted response of the server. The energy error is a known issue and a non-conformance investigation was already opened. However, the root cause could not be identified conclusively. Most possible root cause for the reported error was determined to be a faulty label on e4 sensor. Label is sporadically placed incorrectly on sensor and conductive layer (building a conductive path) may lead to intermittent negative impact of the sensor measurement. (B)(4).